Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device generated small sparks. Therefore, there was a thermal event.

Event description:
It was reported that the device generated small sparks. Therefore, there was a thermal event.

Manufacturer narrative:
It was reported the device was not saved. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: leaks from the irrigation tip and smoke. Probable root cause for equipment leaks: 1. Material/design error. 2. Constant irrigation flow is not maintained leading to limited field of view. 3. Stopcocks in improper configuration. 4. Large anatomy. 5. Missing o-ring. 6. Damaged or deformed o-ring. 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette). 8. Clogged tubing. 9. User error. Probable root cause for smoke smell or flames coming from device: 1. Insulation melting. 2. Excessive cauterization. 3. User error. 4. Nonconforming electrical components. Probable root cause for sparking: 1. Isolation circuit failure. 2. Power supply. 3. Filter / fuse. 4. Ac inlet board. 5. Control unit design. 6. User error. 7. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The reported failure mode will be monitored for future reoccurrence.